Manufacturer narrative:
The field service engineer found a floating micro fibrin clot in the suspect sample as well as cellular debris attached to the gel at the bottom of the serum sample. He replaced the ise sample probe, performed probe alignments, cleaned the sonic wash station, dispense and vacuum nozzles, and sipper nozzle. He cleaned the ise flowpath, reconditioned the electrodes and pathway, and performed an ise check. He ran calibration, qc, and precision testing and the results were within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data. The repeat results were believed correct. It was requested but not known if the questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.